Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal driveline wire damage that could have contributed to the reported pump stop events captured in the submitted log files. Review of the submitted log files confirmed low speed hazard and pump stop events on 05may2024 and 06may2024, while the patient was connected to battery power, as well as the power module. These events were associated with elevated pump power, low speed advisories, low speed hazards, low flow hazards, and motor stop alarms. (B)(6) was returned assembled with the driveline severed approximately 7.0¿ from the pump housing. The distal portion was not returned. The inlet elbow was returned attached to the pump¿s inlet port. The inflow conduit flex section was severed medially, and the distal half was returned attached to the inlet elbow. The inlet tube, apical sewing ring, and proximal side of the flex section were not returned. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft and outflow graft bend relief were severed approximately 2.0¿ and 1.0¿, respectively, from the graft hardware. The bend relief collar was returned attached to the sealed outflow conduit. Upon disassembly of (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The pump was cleaned, and the bearings, rotor, and blood contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. After all layers were stripped from the driveline, the underlying wires were visually inspected under the microscope. Breaches to the insulation of the black and brown wires were observed approximately 0.25¿ from the pump housing. Several additional breaches to the insulation of all wires were observed between approximately 2.0¿ ¿ 3.0¿ from the pump housing, at the same location where severe breakdown of the metal braided shield was observed. The remaining wire sections revealed no obvious signs of damage to the wire insulations or underlying conductors. Although a specific cause could not conclusively be determined, the observed damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline and abrasion against the metal braided shield. If the exposed conductors of these wires contacted the braided shield simultaneously or if the exposed conductors of two wires from different phases contacted each other while the patient was connected to battery power or the power module with an ungrounded patient cable, the resulting phase to phase short could have resulted in the pump stops and low speed events that were confirmed through the submitted log files. Similar events could have also occurred if the exposed conductors of any of the exposed wires contacted the braided shield while the system was operating on a grounded power source such as the mobile power unit or power module with a grounded patient cable. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C are currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and patient handling. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies, and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported low flow alarms and low speed alarms. Log files showed speed reductions and pump stopped events on 06may2024 and 07may2024. Two unshielded patient cables were requested for the patient. The patient's pump was explanted. No further details have been provided.